Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2019. Approximately 3 years and 10 months after the first revision the patient had a second left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: aseptic loosening left knee. The patient has exhibited increased pain and radiographic evidence of femoral loosening and migration of the component. There was noted to be significant bone loss behind the femoral component. A compressive sterile dressing was placed the patient was transported to the recovery room there were no complications to the procedure. The patient was transferred in stable condition to recovery unit.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.